Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown at the time of incident .troubleshooting was not performed. The product will not be returned for the analysis.

Manufacturer narrative:
The insulin ump received with a constant blank flashing white light on the display and constantly beeping due to moisture damage on electronic assembly. Unable to verify critical pump error due to pump flashing white light on the display. The device was received with cracked select button keypad overlay, stained keypad overlay and scratched case.